Manufacturer narrative:
A2. Age at time of event: 18 years or older.

Event description:
It was reported that device entrapment occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.50mm rotapro and rotawire drive were selected for percutaneous coronary intervention (pci) procedure. During the procedure, the burr was stuck in the rotawire drive inside the patient after ablation. There was a strong resistance with the wire and could not be removed, therefore, the burr and rotawire drive were removed together as one unit from the patient. The procedure was completed with another rotapro and rotawire devices. No patient complications were reported.